Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The fse replaced the batteries. The iabp was then calibrated and passed all functional and safety tests as per factory specifications and was returned to the customer for clinical use.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) failed the battery run time test during a preventative maintenance performed by a getinge field service engineer (fse). There was no patient involvement and no adverse event was reported.